Event description:
Pump declared cartridge alarm 5 was reported by the caller. Blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Customer successfully followed instructions from technical support to load a new cartridge and resumed insulin therapy without reported complications.